Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number up1652104. The meter result was 2.1 and the laboratory result using recombiplastin reagent was 4.7 inr. On (B)(6) 2020, the meter result was 1.2 inr and the laboratory result was 1.9 inr. The therapeutic range was 2.5-3.5 inr.